Manufacturer narrative:
There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, materials, and process controls were within specification. A review was performed on the sub-assembly lot numbers used in production of the finished product, and there were no non-conformances in any of the raw materials used in finished lot production.

Event description:
A hemodialysis inpatient user facility reported during treatment an internal blood leak occurred. The blood leak was not visibly observed, but test strips were used and tested positive. The machine's blood leak detector alarmed appropriately. The patient did not experience any adverse effects or seek medical attention. The amount of blood loss could not be confirmed but was considered minimal as no blood was visual. The actual sample is available. Further information requested.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.